Manufacturer narrative:
D3 manufacturer email: (B)(6).

Event description:
It was reported that the procedure had not yet begun, and the device was brand new. In preparation for the procedure, before replacing the debris shield defects were found in the protective film of the lens. The procedure was cancelled, and it was not known if the patient was sedated at the time. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.